Event description:
Reporter indicated that vns patient had passed away. Patient's family member notified the manufacturer of patient's death in order to remove the patient's name from manufacturer's contact lists. The patient reportedly died from a seizure. Certificate of death lists manner of death as "natural" and immediate cause of death as "consistent with seizure disorder".